Event description:
While ordering dialysate from customer service, the pharmacy tech mentioned there was a pt death over the weekend and the dialysate was prismasate bk 0/3.5.

Manufacturer narrative:
We have been unable to confirm the pharmacy tech's statement that a pt had died. As noted earlier, the tech refused to provided add'l info and requested that we make no further contact. In any event, the dialysate used at the time of the purported event was discarded and not available for analysis. The lot number remains unk. Sales records identify there were two lot numbers sold to this customer in 2014, the lots are: 1000095285 and 1000095286 for formula 113915. While the lot number in use at the time of the purported event cannot be confirmed, both of the lots listed above were reviewed for anomalies. None were found.